Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, it was found that the device had reached elective replacement indicator in (B)(6) 2015. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in good condition.